Event description:
Information provided states that an unknown system was originally implanted at c3/4 in (B)(6) 2019. A revision was performed to extend the fusion to c4/5 in (B)(6) 2022 at that time a cetra 2 level plate was implanted at c3/4 - c4/5. On (B)(6) 2023 the patient presented in ER due to headaches. X-rays were taken and it was found that the locking mechanism on the cetra plate had disengaged and one of the screws had migrated distal to the plate. The patient was taken to or where the cetra plate, locking mechanism and 5 of the screws were removed. The caudal screw was left in the patient. A subsequent surgery by ent to remove the remaining screw is scheduled for (B)(6) 2023.